Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to the product engineering group who concluded that due to markings on the shank surface of the bur as a result of debris within the attachment this would have resulted in increased rotational resistance and stress along the bur shank; this caused the bur to break. The debris within the attachment may have occurred due to insufficient bearing support or non-recommended cleaning procedures; however, this was not confirmed following evaluation of the returned attachment.

Event description:
It was reported that during cleaning, it was noted that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during cleaning, it was noted that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.